Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit shut itself off twice while connected to a patient. Analysis did find that the lower case was broken, one side bail cover, one side bail and one case screw was missing, the ring cover was contaminated and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator turned itself off twice while connected to a patient. Subsequent testing failed to duplicated the situation. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator turned itself off twice while connected to a patient. Subsequent testing failed to duplicated the situation. The generator was returned for service. No patient complications have been reported as a result of this event.